Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the internal network switch was faulty. The pcoip was replaced. . The system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis. Concomitant medical products: product ID: 9735796r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that they lost connection to the camera cart in which the camera cart was stating that it was trying to connect. On the main cart monitor, they had a localizer disconnected message. They tried unplugging the interconnect cable and plugging the system into a different outlet and after a few moments, the camera cart reconnected. This did not cause any delays, a patient was present.